Event description:
Manufacturer representative reports during a new pump implant they were only able to aspirate 6ml of sterile water from the new pump and the syringe plunger met no resistance. The representative called the manufacturer support for possible troubleshooting but decided to use a different pump. The pump has not been returned to the manufacturer for analysis. Additional information has been requested and a follow up report will be sent when received.